Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had their pump attached to their hip and the pump got caught on the door frame of their car while exiting, causing the touch screen to shatter. Additionally, the touch screen became unresponsive to touch and the touch screen became dark. Customer's blood glucose was 162 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.